Manufacturer narrative:
(B)(4). Product has been requested to be returned but has not been received. (B)(4).

Event description:
Customer reported that the alarm will not sound when the pull cord is detached from the alarm. The batteries were replaced with all of the same type. The customer reported that they noticed loose wires in the battery compartment but no visible damage detected on the outside of the alarm. There was no patient contact.